Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Upon receipt, the device was interrogated properly, revealing the eri battery status. The device was implanted for approximately 44 months. The memory content of the ICD was inspected, revealing a normal current consumption of this device. However, the amount of charge taken from the battery was verified and the battery condition was not as expected. Therefore, the device was opened, and the inner assembly was inspected. The visual inspection revealed a damaged high voltage capacitor and fluid deposits of the damaged capacitor were found on several electronic components. Therefore, the capacitor as well as the battery were sent to the manufacturer for further investigations. The analysis of the battery revealed no anomalies. The battery was not defective. The analysis of the capacitor at the manufacturer confirmed the capacitor damage, which caused fluid leakage on the circuit board and therefore, to the clinical observation. In conclusion, the clinical observation resulted from fluid leakage of a high voltage capacitor on the circuit board. There was no sign of any inconsistency during the manufacturing process which may be related to the observed damage. It is therefore assumed that the damage occurred after the device shipment, however, the date of occurrence was not determinable.

Event description:
It was reported that the device was explanted due to eri status approx. 44 months after the implantation. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.